Event description:
It was reported by the user site that during a selenia dimensions mammography systems, 3d procedure on (B)(6) 2025, the gantry buttons on the left side of the unit started to stick. The user site reported that the gantry was unable to lower or raise itself, and that the unit was moving on its own after the system was rebooted. No patient or user injury was reported. A hologic field service engineer (fse) was dispatched to investigate the device. The fse tested both the left and right gantry switches and observed no sticking or hesitation on any switches. The fse asked the lead technologist of the user site to test all of the gantry switches and the technologist reported that all of the gantry switches were working properly. The fse verified that the system is now operating according to manufacturer specifications. No further information is currently available.